Event description:
It was reported that the customer experienced a blood glucose (bg) level of 36 mg/dl; cause was not known. Customer delivered a correction bolus via pump to address bg level. The customer was admitted into the emergency room and treated with glucose tablets. Customer was released from the emergency room on (B)(6) 2024 with the issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.